Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available a device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion of heparin was not confirmed or replicated during investigation. The returned device was evaluated to the extent of the tests and no anomalies were observed during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The event was reported to have occurred on (B)(6) 2024 at 10:59 pm. On (B)(6) 2024 at 10:59:02 pm the remote IV was received, the apr data then began. The infusion was programmed with a rate of 12 ml/hr , a vtbi = 250 ml, bcm_alias_ndc: d00069, drug amount = 25000, and a diluent volume = 250 units. The infusion was started. On (B)(6) 2024 at 12:18:08 am the user restarted the infusion. Eighteen (18) minutes later the user delayed the infusion for 60 minutes. At 1:36:17 am the pump module was selected, then the user delayed the infusion for 30 minutes, shortly after the user changed the delay time for 60 minutes. Fifty (50) minutes later the pump module was selected, then the user delayed the infusion for three (3) hours. At 4:42:11 am the pump module alarmed for door opened and for check IV set. The pump module was channeled off. No further infusions were noted this day. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris dfu (v12.1), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: please replace the pumping mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the over infusion of heparin reported was not identified during investigation. The device was evaluated to the extent of the tests, and no issues or anomalies were observed during the log review and laboratory testing. Note that imdrf annex a1801, a040502, a0401, c07, c0601, d01, d15, d14, g02017 and g04067 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the heparin bag infused faster than anticipated. A subsequent heparin bag was hung at 22:59 on (B)(6) at 12ml/hr and the bag was empty at 00:35 on (B)(6). The first bag was started at 14:57 at (B)(6). There was patient involvement and mention of "minimal temporary harm," the customer also added that the patient required additional blood draws and monitoring. Bd interoperability consultant noted the following: "... Reviewed the hl7 data associated with this issue and found no data that indicated an over infusion. Anecdotal finding ¿ the bag of heparin that was started (B)(6) at 1457 was started at 1200 units/hr when the ordered rate was 1100 units /hr. This is the only variance we can find in the chart or hl7 relative to the heparin infusion on (B)(6) 1437 to (B)(6) 0037." It was later clarified that, ¿the patient had additional labs/monitoring after the bag stopped at (B)(6) 2024 0036. We can see an elevated heparin xa result resulted at (B)(6) 0143¿. They held the heparin for a number of hours, then restarted it. Upon follow up with the customer, further details were provided regarding the "minimal temporary harm": "the patient had elevated heparin unfractionated levels congruent with receiving more than the ordered dosage of heparin. His labs were drawn every 4 hours until his result was within the expected level. He had additional nursing assessment and required additional safety precautions d/t high risk for bleeding such as up with assistance and additional care with scratching etc."

Event description:
It was reported that the heparin bag infused faster than anticipated. A subsequent heparin bag was hung at 22:59 on (B)(6) at 12ml/hr and the bag was empty at 00:35 on (B)(6). The first bag was started at 14:57 at (B)(6). There was patient involvement and mention of "minimal temporary harm," the customer also added that the patient required additional blood draws and monitoring. Bd interoperability consultant noted the following: "reviewed the hl7 data associated with this issue and found no data that indicated an over infusion. Anecdotal finding ¿ the bag of heparin that was started (B)(6) at 1457 was started at 1200 units/hr when the ordered rate was 1100 units /hr. This is the only variance we can find in the chart or hl7 relative to the heparin infusion on (B)(6) 1437 to (B)(6) 0037." It was later clarified that, ¿the patient had additional labs/monitoring after the bag stopped at (B)(6) 2024 0036. We can see an elevated heparin xa result resulted at 11/17 0143¿. They held the heparin for a number of hours, then restarted it. Upon follow up with the customer, further details were provided regarding the "minimal temporary harm": "the patient had elevated heparin unfractionated levels congruent with receiving more than the ordered dosage of heparin. His labs were drawn every 4 hours until his result was within the expected level. He had additional nursing assessment and required additional safety precautions d/t high risk for bleeding such as up with assistance and additional care with scratching etc."

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.